Manufacturer narrative:
Three company cartridges were returned; one opened/not used and two unopened. This lot is related to four files. Evaluation will be placed in all four files. The opened company cartridge was microscopically examined. No damage or foreign material was observed. One of the unopened company cartridges was opened and evaluated. The unopened cartridge was microscopically examined. No damage or foreign material was observed. The returned unopened company cartridge was functionally evaluated. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The returned unopened company cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter and handpiece information was not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. One unopened company cartridge returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. The lens model/diopter and handpiece information was not provided. It is unknown if qualified products were used. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other complaints reported in the lot number by the same facility. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a white plastic like string was left on the iol after the lens was inserted. The material was removed with no patient harm and the case was completed. The doctor suggested the foreign material could be caused by the cartridge. Additional information was requested.